Event description:
It was reported that the patient with this tactra malleable prosthesis experienced infection in the penis. The patient was hospitalized for intravenous antibiotic therapy awaiting a surgical procedure to remove and replace the infected prosthesis. No further patient complications were reported.